Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor discrepancy. The customer¿s sensor glucose reading from the reported event was 40 mg/dl while their blood glucose reading was 280 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose. The suspend on low limit in the sensor setting was 60 mg/dl. The product will be returned for analysis.